Event description:
It was reported the lid is broken and will not open. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): ECG (electrocardiogram) connector is loose on a printed circuit board assembly. The stylus cable was stuck between the programmer case and keyboard causing the keyboard (lid) to stick shut. The stylus cable found damaged (pinched).